Event description:
It was reported that a vasospasm occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve implantation (tavi) procedure. The patient had mild tortuosity of the vessels. The proximal filter of the sentinel cps was deployed and correctly positioned in the brachiocephalic artery. After positioning the distal filter in the left common carotid artery, the distal filter failed to deploy. The sentinel cps was successfully removed from the patient. A new sentinel cps was prepared and attempted to be advanced into the radial artery, however, the patient experienced vasospasms in the radial artery following removal of the first sentinel cps. The second sentinel cps was successfully removed from the patient, and the tavi procedure was completed without cerebral protection. The vasospasm was treated with extra vasodilators and by placing a warm towel around the arm of the patient to help with the pain. No further patient complications were reported and the patient was stable following the procedure.